Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior assessed as surgical damage and observed delamination partial of the valve (adhesive failure). Additional observations: observed non penetrating nicks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a.2; b.6; d.9; h.3; h.6.

Event description:
Healthcare professional called to report a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional called to report a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.